Event description:
Procedure: lap band. Reportedly, the needle was passed through one side of the stomach. The instrument toggled but the needle did not pass to the other side. Needle holes resulted in the stomach during further attempts to pass the needle. The needle subsequently dislodged from the instrument and was retrieved with some difficulty. Retrieval of the needle resulted in tissue damage which was repaired with another endo stitch suture.